Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: they conducted device inspection and the phenomenon was reproduced. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the output connector(light guide connecting part) high intensity detecting part. Additionally, an appearance abnormality/function abnormality was recognized. Based on the results of the investigation, it is likely the following led to the malfunction: aperture blade not going down with its deadweight. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not go into high-brightness mode. The issue occurred during inspection for use before the patient was in the room. There were no reports of patient involvement.